Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the coulter lh 750 hematology analyzer. Customer reported that the leak appeared to be a mixture of lh series diluent and lh series cleaner. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a cut in the black stripe I-beam tubing on the differential module. The fse replaced the tubing.

Manufacturer narrative:
(B)(4).